Event description:
Foreign adverse event occurred in canada on (B)(6) 2023. Pt tests were performed on sta r max (s/n (B)(4) and the following inr results were released for five patients: #1: 0.96, #2 : 3.85, #3: 2.44, #4: 0.98, #5: 1.88. During the rack unloading process, the customer experienced a rack unloading issue: a rack was physically still on the sta r max 4086 but could not be unloaded. The laboratory was then informed that, for one of these five patients, the inr result did not match its history and clinical patient profile. The laboratory reran all samples analyzed at the same time on their second sta r max (s/n (B)(4) and detected inconsistent results on five samples: new results #1: 2.51, #2: 2.44, #3: 2.99, #4: 2.19, #5: 4.75. The concerned samples were previously analyzed on the same rack on the first analyzer (sta r max s/n (B)(4). A second rack was also on board on this first analyzer with five other samples, all tagged with an insufficient quantity of plasma error. They were reanalyzed on the second analyzer with no error. The quality control values before these erroneous results were within the established ranges. Qc were not done after the erroneous results; unit 4086 was taken out of service.

Manufacturer narrative:
On (B)(6) 2023, field support engineer performed general analyzer checks, then replaced the dc motor board (with firmware 2.34), and reloaded the firmware 7.15 on the rack conveyor board. The field support engineer tested multiple rack loadings and no issue was observed. The instrument data files were collected and transmitted to stago hq for analysis. Internal investigations have confirmed a rack mismatch issue due to an unexpected additional movement of the rack conveyor. According to the r&d investigation, this rack mismatch is the consequence of a communication issue between the rack conveyor board and the dc motor board. Stago has reported this event to health canada on (B)(6) 2023. Stago has concluded its investigation into this matter: it is an isolated event. No action will be taken.